Event description:
It was reported on 2/11/08, pt presented with extremely tight and tortuous iliac vessels. Due to access issues, the physician was unable to get the delivery system in position. The device was removed and the pt was converted to open repair. The pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's anatomy and operational context contributed to the event. Hospital inadvertently discarded device.